Manufacturer narrative:
(B)(6). Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the jetstream device became entrapped with the guidewire. A 2.1mm jetstream xc atherectomy catheter was used for a thrombectomy procedure to treat a 30% stenosed, moderately calcified, and mildly tortuous popliteal artery. The catheter was removed during the procedure and after leaving it in place for 20 minutes, reinsertion caused guidewire obstruction approximately 5 cm inside the catheter. Inspection showed the guidewire was intact without kinks; after pressing the retraction button, it passed through the blockage. During rotational cutting at the lesion site, the guidewire twisted and fully blocked the catheter. The procedure was completed successfully with another jetstream device, and the patient was stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the jetstream device became entrapped with the guidewire. A 2.1mm jetstream xc atherectomy catheter was used for a thrombectomy procedure to treat a 30% stenosed, moderately calcified, and mildly tortuous popliteal artery. The catheter was removed during the procedure and after leaving it in place for 20 minutes, reinsertion caused guidewire obstruction approximately 5 cm inside the catheter. Inspection showed the guidewire was intact without kinks; after pressing the retraction button, it passed through the blockage. During rotational cutting at the lesion site, the guidewire twisted and fully blocked the catheter. The procedure was completed successfully with another jetstream device, and the patient was stable following the procedure.